Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The reference micromanipulator was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the micromanipulator; response was not received. However, media from the field showed the physician explaining the micromanipulator misalignment. Additionally, manual adjustment of the micromanipulator was recommended to solve the issue. Based on the analysis results, the reported error message indicating a micromanipulator error and misaligned micromanipulator were confirmed as manual micromanipulator adjustment was recommended. A risk review was completed and confirmed that the event of misaligned micromanipulator was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that the error code 78 (scanner acublader error) was presented, and the beam shifted out of the microscope area while using the console with the manipulator and microscope. There was no patient involvement at the time the issues presented.

Event description:
It was reported that the beam shifted out of the microscope area while using the console with the manipulator and microscope. There is no information whether a procedure took place, or if there was patient involved at the time issues presented despite good faith efforts.